Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the lead had migrated. The patient underwent surgical intervention on (B)(6) 2017 where the lead was repositioned.

Event description:
Follow up information identified and x-ray was taken preoperatively and confirmed lead migration. The patient is receiving effective stimulation postoperatively.